Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"This complaint is from a literature source. The following literature cite has been reviewed purcell kf, stronach bm, almand mg, parsell d, pickering t, mehrle rk, winkler c, almand jd. Unicompartmental knee arthroplasty is not associated with increased revision rates in obese patients. Arthroplast today. 2021 jun 23;10:12-17. Doi: 10.1016/j.artd.2021.05.016. Pmid: 34222570; pmcid: pmc8242332. Objective and methods: the purpose of this study is to investigate whether obesity, morbid obesity, or super morbid obesity have an impact on the complication rates when compared with normal weight individuals with unicompartmental knees implanted between january 2008 and december 2017. All 1167 patients received the sigma hp partial knee replacement. Cement manufacturer information was not provided. The authors concluded that normal weight patients had a higher likely hood of implant failure or revision. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: sigma high performance partial knee. Adverse event(s) and provided interventions associated with depuy devices: 3 revisions for infection. Reasons for other 44 revisions (total number unspecified): femoral component loosening. Tibial tray loosening. Spin out. Natural progression of oa".

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. X-ray images were provided in the literature article for review. Review of the x-ray images found no evidence of implant fracture, disassociation, or anything indicative of a device non-conformance. Depuy considers the investigation closed. Should additional info be received, the investigation will be re-opened as necessary. Device history lot : a worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided.